Manufacturer narrative:
Investigation summary: received one (1) used d1000 and one (1) new d1000 tego connector for inspection. Excessive seal tearing was found on the top rim of the used tego. No defects or anomalies noted on the new set. An ICU medical provided male luer was used to activate the seal on the d1000. There were no defects or anomalies or issues in connection. The reported complaint can be confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
E1 - (B)(6). The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a tego® connector where the customer reported that during home hemodialysis training, patient partner noticed tego cap "looking weird". The nurse observed that the plastic cover was torn. The tego cap was replaced. The product was not contaminated or contain a biohazard or chemotherapeutic agent. The product was used for 2 days. The medication being used with the product was heparin 1,000/ml. The product was not reprocessed or re-sterilized prior to use. There was patient involvement and no harm was reported as a consequence of this event.